Event description:
A customer reported that on (B) (6) 2010 she had a blood glucose lab test at 4:22 pm with a result of 48 mg/dl, and compared that result to a reading of 98 mg/dl she obtained on her blood glucose meter at 4:24 pm. The results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter (B) (4) and test strips (lot # 0935516) were returned for an investigation. The complaint was not confirmed. All results were within the range specification during control solution testing. The reading of 98 mg/dl was found in the meter memory log ((B) (6) 2010, 4:24 pm). No report is required.